Event description:
The event is reported as: the airway had slipped through the patient's nose and down the throat. A physician had to remove the nasopharyngeal airway from the "airway:. No patient injury reported.

Manufacturer narrative:
The device sample is not available for evaluation. The results of the investigation are not available at the time of this report.